Event description:
It was reported that the package contained the wrong content. The hospital had applied to use this screw and with the opening of the package, they saw that the article number on the packaging did not correspond with the actual screw in the packet. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The executed investigation has confirmed that in the opened package there is a cortical screw with the incorrect size. As we are dealing here with an already opened package, it cannot be unambiguously established, where this mix-up has arisen. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. The lot concerned was produced in december 2011 and until now we are not aware of any other complaints with this problem. Conclusion: as the packet was already opened before the mix-up was discovered, there is no objective evidence as to where this mix-up has arisen. Hence, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. Please note that this report was entered into our market vigilance system and the issue will be analyzed more elaborately and where applicable, appropriate measures may be taken.